Event description:
It was reported that the patient was to receive an intramedullary (im) nail, however, there were two screws (buried and screw head had been broken off - vendor unknown) in femoral canal, from a previous procedure (unknown date), that needed to be removed. Surgeon used hollow reamers from synthes screw removal set to bore around the screw and gain exposure. During the process, the tip of the spare reamer tube broke and fragmented into three small pieces. All fragments were recovered from patient. Surgeon used various instruments to retrieve screws. One of them came out entirely and one only partially came out, however it was enough for nail to pass through the canal. Surgery outcome was successful. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for one unknown screw. The screw was reported as unknown vendor. It is unknown if this screw is a synthes device. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.